Event description:
It was reported by the customer that a bd pyxis es vm production server w/sql lic system had a login issue affecting new users. The user was unable to sign in until they arrived at the pharmacy and accessed the virtual console, which caused delays in patients receiving their medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6) 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 4 similar complaints with the same failure mode for this serial number case: (B)(4) ¿ need to apply ka000014670 case: (B)(4) ¿ one user not able to authenticate in server was not added in the server case: (B)(4) ¿ user unable to login case: (B)(4) ¿ es - no cache password found. Please contact system administrator. Domain error 2222. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login issue was affecting new users. A technical support specialist completed workaround 1 and 2, and the customer provided no examples of the login issue reoccurring, leading to the case being closed. The system functioned as intended after the technical support specialist troubleshot the device.